Event description:
During atrial fibrillation procedure, when the dilator and guidewire were removed from the patient for flushing, air was continuously aspirated. When the hemostasis valve was pressed with a finger, air was not aspirated. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.